Manufacturer narrative:
Investigation summary: bd received both 'used' and 'unused' samples from the customer facility for investigation. The 'used' sample was evaluated and the customer's indicated failure mode for low draw volume with the incident lot was observed. The 'unused' sample was draw tested and no issues were observed as the tube drew within specifications. Additionally, retain samples of the incident lot number were selected from bd inventory and following draw/fill testing, all samples drew within specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the received customer 'used' sample, low draw volume was observed. However, upon completion of testing for both the received customer 'unused' sample as well as retain samples, no issues during testing as all samples met draw volume specifications. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had low vacuum. No report of injury or medical intervention. No report of blood exposure to mucous membrane.